Manufacturer narrative:
Product code fnj was used on this report due to a system requirement for use of a product code. However, the true product code could not be determined as there was no product information received with the complaint. A non-conformance review could not be performed because no lot information was provided within the complaint. Prior to a lot¿s release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. There were no devices returned for evaluation; therefore, the affected product(s) could not be evaluated. As such, a root cause could not be determined. We will continue to monitor related reports to determine if additional actions are necessary.

Event description:
Plaintiff (B)(6) alleges that her husband, (B)(6), was hospitalized with covid-19 at (B)(6) on (B)(6) 2021. While there, mr. (B)(6) allegedly was exposed to and infected with burkholderia cepacia bacteria from contaminated products, some of which allegedly were later recalled due to contamination and resulting infections and deaths. No products are identified in the complaint. Plaintiff asserts a variety of products liability claims.